Event description:
It was reported that the user experienced persistent hyperglycemia after disconnecting from the pump and not reverting to backup insulin therapy. The user then started a new ilet and completed setup, but the device continued to display high glucose readings, with a confirmatory fingerstick of 368 mg/dl, followed by an occlusion alert. Symptoms included dry mouth. Outcomes included the need for user education and troubleshooting regarding management of high glucose and appropriate use of backup therapy when disconnected from the pump. Investigation included technical support review and user guidance focused on high glucose correction procedures and transitioning to alternative insulin delivery when the ilet is not connected. Investigation of this case revealed that hyperglycemia was attributable to lack of insulin delivery while disconnected from the pump and failure to initiate backup insulin therapy. It was concluded that the device functioned as designed and that user-related factors contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.